Event description:
Compromised cornea; had rk surgery and am now having blurry vision, tears to the cuts and I am told will not be able to read or drive as the eyes deteriorate. Rk is not performed anymore but lasix is. These type of elective surgeries should be discouraged. Eyes are too precious to tamper with in this way. Also not enough who specialize in helping them as cataract time nears. FDA safety report ID# (B)(4).